Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during the procedure, a flame occurred while the device was being used on the pt. The flame was extinguished with a damp sponge. No injury occurred.